Event description:
It was reported that during a laparoscopic chole procedure, the device released clips before the clip was completely closed. No clips left in the device. No pt consequence indicated.

Manufacturer narrative:
Info anticipated, but unavailable at this time.